Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl, while wearing the pod between 1 and 4 hours on the leg. The patient noted the cannula had dislodged from the infusion site and was bent. A new pod was applied and a bolus was delivered, to treat the hyperglycemia.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. During the investigation fluid was observed to freely flow through the fluid path.